Event description:
Customer reported that pump malfunctioned, indicating no insulin inside the cartridge after a new cartridge was inserted, and touchscreen became unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up from technical support and is in the process of obtaining a new device as they are currently out of warranty.

Event description:
It was reported that the pump touch screen was unresponsive. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.